Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown mono/polyaxial screws: viper 2 mis/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: romagna, a. Et al (2023), robot-assisted versus navigated transpedicular spine fusion: a comparative study, the international journal of medical robotics and computer assisted surgery, vol 19 (e2500), pages 1-6 (germany). The aim of this retrospective study was to compare the intraoperative and postoperative outcomes between a robot-assisted versus a navigated transpedicular fusion technique. Between april 2014 and february 2018, a total of 60 patients (29 male and 31 female) with mean age of 64 years (range 20¿92 years) who underwent transpedicular posterior fusion of the spine were included in the study. Surgery was done either with a robot-assisted (n=30) or a percutaneous navigated transpedicular fusion technique (n=30) using viper 2 mis (depuy synthes, massachusetts/USA). The mean follow-up period was unknown. The following complications were reported as follows: 5/60 patients had to undergo revision surgery after transpedicular fusion (3 robot-assisted and 2 percutaneous navigated groups). Revision surgery was due to screw misplacement in 2 cases (1 patient from each group) as well as wound dehiscence in the other cases. 1 patient from the robot-assisted transpedicular fusion group with a misplaced screw suffered from a temporary radicular deficit due to a medial pedicle breach. After screw repositioning the deficit was resolved completely. Robot-assisted transpedicular fusion group: in 6.74% screws, the screw positions were assessed as good (class ib: screw touches inner pedicle wall). In 7.92% screws, the screw positions were assessed as satisfactory (class ic and ID: minor violation of inner pedicle wall, in-out-in position). In 5.94% screws, the screw positions were assessed as unsatisfactory (class iia, iiia, iiib, and iiic: major violation of inner pedicle wall, injury neurovascular structures, extrapedicular position). Percutaneous navigated transpedicular fusion group: in 4.18% screws, the screw positions were assessed as good (class ib: screw touches inner pedicle wall). In 23.45% screws, the screw positions were assessed as satisfactory (class ic and ID: minor violation of inner pedicle wall, in-out-in position). In 8.36% screws, the screw positions were assessed as unsatisfactory (class iia, iiia, iiib, and iiic: major violation of inner pedicle wall, injury neurovascular structures, extrapedicular position). This report involves one unk - mono/polyaxial screws: viper 2 mis. This is report 2 of 2 for (B)(4).